Event description:
Failure of saline flush syringe to attach properly to needle-less hub on IV tubing. Unable to administer saline flush. Dates of use: 1 month. Diagnosis or reason for use: flush medication through IV lines and catheters.